Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was missing additive, erroneous results, hemolysis and poot barrier separation of the sample. The missing additive event occurred 201 times. The erroneous results event occurred 201 times. The hemolysis event occurred 6 times. The poor barrier event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the samples are presenting fibrin and affects the quality of the matrix, and consequently the quality of the results or patient diagnostic. The facility maintains the same pre-analytical protocols which didn't have this issue previously. Blood chemistry results have been compromised (erroneous results - abnormal reported parameter issue), there is hemolysis, and patients had to be punctured again for new sample acquisition.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis and poor barrier separation was observed. Fibrin was not observed; erroneous results cannot be evaluated through photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure modes for erroneous results, fibrin, hemolysis, and poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (erroneous results-tsh, erroneous results-freet4, fibrin, hemolysis , and poor barrier separation) because the defects were not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis and poor barrier separation based on the photos provided. This complaint cannot be confirmed for erroneous results and fibrin. All testing of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was missing additive, erroneous results, hemolysis and poot barrier separation of the sample. The missing additive event occurred 201 times. The erroneous results event occurred 201 times. The hemolysis event occurred 6 times. The poor barrier event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the samples are presenting fibrin and affects the quality of the matrix, and consequently the quality of the results or patient diagnostic. The facility maintains the same pre-analytical protocols which didn't have this issue previously. Blood chemistry results have been compromised (erroneous results - abnormal reported parameter issue), there is hemolysis, and patients had to be punctured again for new sample acquisition.

Manufacturer narrative:
Additional information has been provided. The following changes have been made below. B.5. Describe event or problem: it was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was missing additive, erroneous results, hemolysis and poot barrier separation of the sample. The missing additive event occurred 201 times. The erroneous results event occurred 201 times. The hemolysis event occurred 6 times. The poor barrier event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the samples are presenting fibrin and affects the quality of the matrix, and consequently the quality of the results or patient diagnostic. The facility maintains the same pre-analytical protocols which didn't have this issue previously. Blood chemistry results have been compromised (erroneous results - abnormal reported parameter issue), there is hemolysis, and patients had to be punctured again for new sample acquisition.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2210317. D.4. Medical device expiration date: 2023-07-31. H.4. Device manufacture date: 2022-08-25. D.4. Medical device lot #: 2210487. D.4. Medical device expiration date: 2023-07-31. H.4. Device manufacture date: 2022-08-25. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was missing additive, erroneous results, and hemolysis. The missing additive event occurred 201 times. The erroneous results event occurred 201 times. The hemolysis event occurred 6 times. The following information was provided by the initial reporter. The customer stated: the samples are presenting fibrin and affects the quality of the matrix, and consequently the quality of the results or patient diagnostic. The facility maintains the same pre-analytical protocols which didn't have this issue previously. Blood chemistry results have been compromised (erroneous results - abnormal reported parameter issue), there is hemolysis, and patients had to be punctured again for new sample acquisition.